Event description:
Customer reported the collimator intermittently sticks and will not open or close. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the high voltage cable. System operates as intended.